Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed a pump stop event. Based on prior complaint experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, this behavior could be indicative of an issue with the driveline; however, a specific cause could not be conclusively determined through this evaluation. X-ray images revealed an area of concern around a sharp bend in the driveline near the pump end bend relief; however, a driveline wire compromise could not be confirmed via the submitted x-ray images. The submitted log file captured a transient pump stop on (B)(6) 2023 with associated low speed advisory/hazard and low flow hazard alarms. The associated voltage levels indicated that the low speed and pump stoppage events occurred when the system was powered by a mobile power unit (mpu). No other notable events or alarms were captured. The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage, as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines system controller alarms, as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump stop event and low speed operation alarms with rpm down to zero. The event lasted approximately four seconds. The patient was on ac power at time of the event and the care giver did report hearing a brief audible alarm. The external segment of driveline appeared physically brand new. The site decided against a controller exchanged since the controller appeared to be in good physical condition and was likely not the cause of the event. An x-ray of the internal segment of the driveline was not obvious for any signs of damage with only one visible section of question. X-ray images were provided. The patient was sent home on power module with a non-grounded cable. The site suspected this event to be due to a repeat short to shield but the cause is unknown. The log files captured a pump stopped event at 19:35 for about four seconds as reported while connected to power module. There were no other unusual events recorded throughout the rest of the log file history. The patient experienced no symptoms, no further alarms occurred, and no products will be returned. The patient will continue on ungrounded cable with power module.